Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported a patient implanted with a 27mm 7300tfx mitral valve for four (4) years and one (1) month underwent a valve-in-valve procedure due to mitral stenosis secondary to calcification. Intraoperative tee showed immobility of the leaflets with some insufficiency. A tmvr was successfully performed with a 29mm 9600tfx valve. There were no complications. The patient was discharged home in stable condition.

Manufacturer narrative:
Updated per additional information received on (B)(6) 2019.

Manufacturer narrative:
Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. UDI #: (B)(4).

Event description:
It was reported a patient implanted with a 27mm 7300tfx mitral valve for 4 years and 1 month, underwent a valve-in-valve procedure due to mitral stenosis secondary to calcification. A tmvr was performed with a 29mm 9600tfx valve. No other details provided.